Manufacturer narrative:
Initial.

Event description:
It was reported that the user entered two meal announcements as corrective doses, and due to an occlusion alert, the insulin did not deliver, which was associated with a hyperglycemia event. Symptoms included elevated blood glucose. Outcomes included no hospitalization and completion of troubleshooting and education on proper use of meal announcements. Investigation included review of device alerts and user-reported history, along with user education. Investigation of this case revealed an infusion or flow occlusion that prevented insulin delivery, with user technique contributing due to using meal announcements as corrections rather than for meals. It was concluded, based on previously established findings for similar reports, that the cause was use error combined with an occlusion of insulin delivery.